Manufacturer narrative:
Our investigation into the complaint has now concluded. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Insufficient clinically relevant documentation was provided, therefore a thorough medical investigation could not be performed. Should clinically relevant documentation become available in the future, the clinical/medical task may be re-evaluated. As of today further information for this complaint has not become available preventing a more thorough investigation. On this occasion we are unfortunately unable to reach a definitive root cause of the problem due to insufficient information available for the device in question, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the wound developed a bad odor and patient was started with antibiotics.